Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation. (B)(4).

Event description:
It was reported to siemens that artifacts occurred in a pediatric brain scan performed using the somatom force system. The (B)(6) infant patient had to be rescanned resulting in an additional x-ray dose. Contrast media was not used in the procedure. Aside from the additional x-ray dose, no patient injury occurred. This event is being conservatively reported.

Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens has completed the technical investigation of the reported event. The root cause was identified as use error. No system malfunction has been identified. Siemens physicists stated after a detailed analysis: the pediatric patient was positioned on a table extension which is typically unfavorable for such sensitive studies such as head examinations. The patient was scanned twice: 1. Collimation 96x0.6, ffsdiagonal, 70kv, pitch = 0.8, rotation time = 0.5s. 2. Collimation 96x0.6, ffsdiagonal, 90kv, pitch = 0.8, rotation time = 0.25s. Siemens carefully analyzed the raw data. There was no indication of technical issues. In particular, there are no signs of tube issues. This is in accordance with the observation that the streaks appear only in this study. The streaks are most likely due to the combination an unsuitable table and fast rotation time for a head examination. With the fast rotation times sampling artifacts can occur, especially at attenuating edges. In the user manual (IFU hc-c2-058.621.07.02.02, page 307) siemens recommends the use of a baby mattress for this kind of scans to avoid motion artifacts. The user did not follow that recommendation. Additional investigation is not warranted at this time.